Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray reviewer stated "left reverse shoulder arthroplasty is present. The metal components appear intact. Radiolucency is present at the glenoid component metal-bone interface is consistent with loosening of the glenoid component. The glenoid component appears to have been implanted in a high position and with a superior tilt. Inferior scapular notching is present including the level of the inferior glenoid fixation screw (i.e. At least grade 3 scapular notching). A crescentic bone fragment projects over the inferior axillary pouch region which may be a scapular fracture fragment versus heterotopic ossification. Multiple tiny metallic specks project over the region of the inferior glenohumeral joint, possible for metallic debris (i.e. Metallosis). There is bony hypertrophy at the acromioclavicular joint, including inferiorly directed spurs, which may be associated with superior rotator cuff impingement. Humeral stem component fit and alignment are grossly unremarkable. The x-ray is overexposed, limiting bony detail in vicinity of the acromion and proximal humerus." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is indicated that the product will not be returned to zimmer biomet for investigation, as the device currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is indicated to undergo shoulder arthroplasty revision to implant a more constrained polyethylene liner due to unknown reasons post-operatively. Attempts have been made to retrieve additional information, but no further information is available at this time.